Manufacturer narrative:
Due to character limitation in e1, event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system failure. There was no injury reported.

Manufacturer narrative:
Updated fields - b4, d9, e1 (initial reporter, email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The getinge field service engineer (fse) was dispatched and sent all fault logs to factory for analysis. The factory responded saying to check all transducer values and recalibrate when necessary. The fse was unable to reproduce the failure, prior to factory response completed all functional and recalibration tests and returned to customer for clinical use. Fse suggests to see if the fault is recreated before doing the extensive repair replacing the drive manifold. Three good faith efforts have been made to obtain further information once this information is received the record will be opened and revised accordingly.

Event description:
N/a.